Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc considered that the reported phenomenon was attributed to the breakage of the camera cable, which was caused by applying the force such as twisting to the camera cable. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated, and also found the following. The e311 error which indicated the white balance had not been set appeared. The camera cable was kinked. There was corrosion on the electrical contacts of the video plug. There was water invasion into the ccd unit in the main body. When connected and operated according to the instruction manual, there were no abnormalities other than the above. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for a urology outpatient examination with the subject device, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another device (cystoscope) to perform the intended procedure without problem. There was no report of patient injury associated with this event.